Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection did not find any anomalies with the exception of damages that were consistent with procedure damage. Mechanical inspection did not find any anomalies. Electrical inspection did not find any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a decrease in sensing and increase in threshold on the left ventricular channel. Diagnostic imaging confirmed lead dislodgement. The lead was explanted and successfully replaced. The patient was in stable condition.